Manufacturer narrative:
MFR control no. Ic980146. The sample has been returned to arrow. Examination and testing found that the pump flowed rate at 98% of the mfg flow rate. There were no anomalies seen on the exterior of the pump. We are unable to confirm the user's problem.

Event description:
It was reported that the pump was implanted on 5/16/97 for pain management using morphine. During a refilling procedure in 2/98, the physician determined that there was no pump function. The pump was explanted and another pump was inserted. There were no pt complications.